Manufacturer narrative:
(B)(6). Results: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for broken safety shield with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that before blood collection that the bd eclipse¿ blood collection needles with luer adapter have some fault when the blister packaging was opened: whole safety shield is away from needle (holder) or it is broken. No serious injury or medical intervention reported.